Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2467492, medical device expiration date: 2021-03-31, device manufacture date: 2020-06-15. Medical device lot #: 0184337, medical device expiration date: 2021-04-30, device manufacture date: unknown 2020-07-02. Medical device lot #: 0316278, medical device expiration date: 2021-08-31, . Device manufacture date: unknown 2020-11-11. Investigation summary: no customer samples and no photos were returned from catalog 363083, lot numbers 0167176, 0184337, 0316278, and 0289252 by the customer in support of this complaint. 10 production lot in-house retention tubes samples were draw tested on all lot numbers affected. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because no samples were returned to be tested and the defect was not observed in the retention testing. Based on the investigation results to date, root cause was not determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® plus plastic citrate tube experienced overfill. The following information was provided by the initial reporter. The customer stated: "customer called in requesting if there was any recall for this product. I did confirm that there was not an recalls for this product in questions. Customer does not know where the tubes are filling up to as she is just reporting. Lot numbers reported to her were 0167176, 0184337, 0316278 and 0289252. Analyzer is rejecting vacutainers due to over fill. No erroneous results, no date of event, no specific occurrence count and no medical intervention reported."